Manufacturer narrative:
The suspect battery charger 2 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found during functional testing. Visual inspection found that the capacitors on the board were beginning to leak and had minor discoloration.

Manufacturer narrative:
The suspect charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue. They reported that all x-ray batteries and both chargers were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries and chargers have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-ray batteries were depleted and the battery charger boards were emitting noises when performing fluoro images on the imaging system. No additional information was provided. There was no patient present when this issue was identified.